Manufacturer narrative:
The explanted lens was returned in a small vial of clear liquid. The optic was cut into two pieces, typical of a removal from the eye. No other damage observed. Associated product information was not provided. The root cause cannot be determined for the reported event. The lens was returned in two pieces, typical of damage created during removal from the eye. Follow up details in the file clarified that the eye inflammation occurred in 24 hrs from prescription, iol was explanted. Additional follow up information provided indicated that it was the right eye, and patient's condition is fine. The manufacturer internal reference number is: (B)(4).

Event description:
In follow up it was reported that it was the patient's right eye involved and the patient is now fine.

Manufacturer narrative:
New information provided in b5. Corrected information provided in h3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample lens was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the day after an intraocular lens (iol) was implanted, the patient had inflammation. The lens was removed that same day. Additional information was requested.